Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance, triggering a warning. It was also reported that the ra lead exhibited oversensing and noise and a lead failure. Ra lead fracture was suspected. The ra lead was programmed "off" and remains in use. No patient complications have been reported as a result of this event.